Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was fully separated from the cap. This was discovered before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph was performed. Through photo inspection, it was observed the iodine leaked out of the caps. The reported problem was confirmed. The products failed to meet specification. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.